Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.25 mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 28mmx2.25mm, concentric, de novo target lesion with a <=45 degree bend was located in the moderately tortuous and severely calcified distal left anterior descending artery. After a 6fr non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2x12 emerge balloon catheter resulting to 50% residual stenosis. Following pre-dilation, a 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross and found the hypotube was broken during manipulation. The procedure was completed with a 2.5x28 non-bsc stent. There were no patient complications were reported and that patient status was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 28mmx2.25mm, concentric, de novo target lesion with a <=45 degree bend was located in the moderately tortuous and severely calcified distal left anterior descending artery. After a 6fr non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2x12 emerge balloon catheter resulting to 50% residual stenosis. Following pre-dilation, a 32 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, the stent failed to cross and found the hypotube was broken during manipulation. The procedure was completed with a 2.5x28 non-bsc stent. There were no patient complications were reported and that patient status was stable.